Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 04-mar-2020.

Event description:
The device turned itself off. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported power issue. The manufacturer¿s international service technician replaced the motor controller pcba and power management pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The problem could not be duplicated in failure investigation.